Event description:
The judkins right catheter from this multi-pak was being utilized for a diagnostic procedure when a dissection of the right coronary artery occurred. Multiple stents were placed in the right coronary artery to repair the dissection.